Event description:
It was reported that the patient presented to the healthcare provider (hcp) office on (B)(6) 2013 for a pump refill. It was noted that the hcp office used 2000mcg/ml lioresal. It was also noted that the patient was implanted at a different facility. The refill was performed and bridge bolus was supposed to be performed but was not. The patient was discharged and came back on (B)(6) 2013 for a botox injection. The patient told the hcp that he was hospitalized for a few days post refill due to not well understood blood pressure fluctuations and lethargy. The patient asked the hcp for an increase in dose what was done from 274.84mcg/day to 300.39mcg/day. The patient spoke with the hcp about being sleepy and the patient told the hcp he wasn¿t sleeping well. The hcp noticed at this time that the refill interval appeared shorter than what was expected. The nurse noticed on the programming strips that the pump was programmed to deliver 500mcg/ml baclofen at 300mcg/day which was what the pump was currently programmed to deliver. After troubleshooting and calculations it was determined that 10.8ml had been dispensed since the refill and the old 500mcg/ml baclofen was infused in less than a day with a total volume of 0.55ml; therefore no bridge was currently needed. The hcp was to brink the patient in to have a conversation with the caregivers and correct programming and consider dosing changes depending on the history. The patient¿s caregivers stated that the patient was doing fine. It was later reported that the patient had been nauseous a lot lately. The patient noted the increase in dose that took place ¿a few tuesdays ago.¿ the patient stated that he had high blood pressure. The patient threw up approximately 5 times shortly after the change in the pump dose. The patient was to see the hcp on (B)(6) 2013 to be evaluated. The patient later stated ¿I recently got a refill, my doctor, in error in medication, I was supposed to get 1 power and instead made mistakes and got the 4 times power.¿ the patient stated his dose was supposed to ¿go up 300 units and instead it went 4 times power.¿ the patient stated the dose was supposed to be increased to 300, but with the hcp error he went to ¿1200 units.¿ the patient stated the error made him ¿very sick.¿ the patient stated that he ¿went down to 100¿ and that on (B)(6) 2013 his dose went down to ¿1000.¿ the patient stated ¿today I¿m very sick, I¿m wondering what I should do.¿ the patient later reported that he had been nauseous, had spasticity and drowsiness since the dose reduction on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).